Manufacturer narrative:
The device is not available for investigation; it was discarded after the procedure. There was no indication of product malfunction.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
After completing the first ablation in the rspv, the patient's blood pressure was trending downward. The physician checked for an effusion using an ice catheter, and examination revealed a small to moderate sized effusion. Blood pressure was treated with vasopressor. Patient remained stable. Effusion was confirmed by a second physician who performed a pericardiocentesis. The patient remained stable throughout with blood pressure support. Effusion was evacuated and blood pressure normalized. Approximately 200cc of blood was drained from patient. Drainage catheter was sutured in place. Patient was taken to ICU in stable condition. The cryoablation catheter, sheath and mapping catheter were in the left atrium for approximately 2 hours prior to development of effusion. Lspv, lipv, and ripv were all successfully treated prior to the complication. All disposable medtronic cryocath products used in procedure were discarded by hospital staff.